Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. Additionally, the battery gauge was observed to be depleting quickly. The customer's blood glucose (bg) level was 185 mg/dl. The customer was instructed to obtain backup insulin therapy from the healthcare provider. The customer declined follow up contact from tandem technical support.